Event description:
During surgical procedure setup, user attempted to attach ultrasonic handpiece for an ultrasonic surgical system. As user was inserting handpiece into connection, she was shocked and felt pain on her wrist and up her lower arm. Employee reinserted handpiece into generator and continued with case until completion. Employee reported to employee health. Employee cleared to continue working. MFR notified by receipt of FDA letter on 05/11/2012, FDA report number (B)(4).

Manufacturer narrative:
Device not returned to MFR as of report date for eval.